Event description:
It was reported that the patient's artificial urinary sphincter cuff was replaced due to unspecified reasons. A 4.5 cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.